Event description:
It was reported that the right ventricular lead bipolar pacing impedance has gradually declined and is now low. It was noted that threshold and sensing are good and no noise or oversensing was observed. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4024 implantable pacing lead (B)(6) 1998. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead bipolar pacing impedance has gradually declined and is now low. It was noted that threshold and sensing are good and no noise or oversensing was observed. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event. It was later reported that the lead had been programmed to unipolar pacing at some point and that pacing impedance was now also low. The patient experienced discomfort from pectoral stimulation in unipolar so the lead was reprogrammed to bipolar. No further patient complications have been reported as a result of this event.